Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the anterior descending branch. A 1.50 rotapro burr was selected for coronary rotational atherectomy. During the procedure, the device became stuck in the lesion. The procedure was canceled and the patient was sedated with a local anesthesia. The patient remained stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).